Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. The device reached elective replacement indicator (eri) on (B)(4) 2015.

Event description:
It was reported that the device had premature battery depletion and was at end of service (eos) in less than three years. The device was explanted and replaced. It was further reported that the right ventricular (rv) lead delivered an inappropriate shock due to t-wave oversensing (twos) while the patient was exercising. Additionally the r waves were diminished measuring less than 2.0 millivolts. Programming changes were made to the lead and it remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.